Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the handle was received with no visible damage and a completely depleted battery. The rear housing was removed and the internals of the handle were visually inspected under a microscope for damage or debris. None was found inside handle. There were no visual signs of any watermarks or corrosion on the board set and organic light-emitting diode (oled) that could have caused any abnormal functionality. The connections around the motor 1 control circuit were inspected under magnification for potential shorts across pins 9 and 10. There were no abnormalities found. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. The incorrect motor movement caused adapter and reload firing mechanism to advance instead of retract and upon the fourth open key actuation the firing mechanism exceeded the intended to full fire position of the returned reload and also exceeded the maximum allowable strain gage load. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to patient contact during a sleeve procedure, there was an abnormal noise upon handle's activation and rotation. There was also a difficulty connecting the adapter to the reload. After connecting and reconnecting the adapter, it went from 30 procedures to 0. After changing the adapter with 3 others, there was the same problem difficulty connecting to reload. The handle controls were reversed, and after the charger was reset, the reload did not return to its original position. It was stated that four adapters had malfunctioned during this event. A new handle, adapter, reload and shell were used. There was no patient involvement.